Event description:
A dialysis facility tech reported a system 1000 hemodialysis machine gave an air detection alarm within four minutes after the start of a treatment. It was reported that the alarm occurred after a significant amount of microbubbles were observed past the air detector traveling toward the pt. It was also stated that it appeared that the dialyzer was not primed properly which resulted in a large amount of air leaving the dialyzer. Air bubbles were noted in the venous drip chamber which caused the level to drop. The pt experienced signs and symptoms of air embolism consisting of shortness of breath and tightness in the chest which lasted for about 3 to 4 minutes. The pt was given oxygen (route and dose unk) and left the unit on their own accord.